Event description:
It was reported that three atrial episodes showed either atrial oversensing or intermittent af (atrial fibrillation). The patient had no history of af. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 implantable tachy lead, (B)(6) 2002. (B)(4).